Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 322 (link switch error (low)) alarm. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information d10, h3, h6 and h10: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported system error 322 alarms. A review of the event history log identified system error 322 messages. The cause was determined to be a failed lower link switch and the lower auxiliary was replaced to correct this condition. The service history review was completed and the current reported symptom does not appear as a repeat symptom in the past 12 months, however the lower auxiliary was replaced during the previous service event. All service actions were completed during the previous return. Should additional relevant information become available, a supplemental report will be submitted.